Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: when prepping for an angiographic procedure, it was noted the sterile packaging of the accu-vu catheter was torn, compromising the sterility of the device. The package was set aside and a new of the same device was used to complete the procedure. There was no harm or injury to the patient. It was reported the defective disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Evaluation of the returned device determined this event does not meet the criteria of an adverse event. Returned for evaluation was one opened accu vu catheter with the packaging pouch. A visual review of returned packaging shows the mylar pouch is torn. The tears are down the center of the pouch from chevron end and along one side of the pouch side. The customer's reported complaint description of the packaging pouch tore the wrong way, was confirmed. The pouch did not open along the seal, and the mylar of the pouch was torn down the middle. A device history records search revealed no quality related issues or manufacturing deficiencies at the time of packaging. Although the exact root cause of the event is unable to be determined, it does not appear to be the result of a manufacturing failure. This is the only complaint reported for this failure mode in this product family for the past 15 months and is deemed an isolated incident. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).